Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the ventilator, an issue was observed with the device's system board. The device's system board was replaced to address the issue.